Event description:
The customer reported that the 3100a ventilator did not meet a performance specification. When turned off, the unit kept having an audible alarm that could not be turned off. There was no pt involvement.